Manufacturer narrative:
B2: date of death: used (B)(6) 2023, as the exact death date was unknown. B3: date of event: used (B)(6) 2023, as the exact death date was unknown. E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on same day. The target lesion was located in the first diagonal with 99% stenosis and was 20 mm long, with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilation and followed by the placement of a 2.25 mm x 24 mm promus premier stent system. The residual stenosis was noted to be 0%. Post-dilatation was not performed. Three days later, the subject was discharged on aspirin and clopidogrel. In an unknown month of 2023, the subject died. At the time of the event, the subject was on aspirin and clopidogrel. The primary cause of death was unexplained death. No action was taken to treat the event, and it is unknown if the autopsy was performed.